Event description:
The patient received emergency room treatment for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic scratches in the display lens which are unrelated to the complaint, and demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.